Event description:
It was reported that the cartridge was leaking from undefined location. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.